Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. The 2.50x12mm taxus express2 drug eluting stent was removed from the packaging during preparation when the physician noticed that the struts of the stent were bent. The procedure was completed with another MFR's stent of the same size. No pt complications were reported.